Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. The balloon and is well folded but the proximal balloon shoulder is slightly crushed. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100%. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be obtained. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The pk papyrus stent system was chosen for the treatment. However, during the attempt to implant the stent, a stent strut got deformed.

Event description:
The pk papyrus stent system was chosen for the treatment. However, during the attempt to implant the stent, a stent strut got deformed.